Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary solution infused into the primary bag. This incident increased the infusion time, as well as the volume of fluid received. There was no patient harm.

Event description:
The customer reported that the secondary solution infused into the primary bag. This incident increased the infusion time, as well as the volume of fluid received. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: b.braun 100ml bag ndc 0264-1800-32 0.9% nacl; b.braun 100ml bag ndc 0264-1800-32 sodium ferric gluconate. The customer¿s report of backflow from the secondary to the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. The root cause of this failure was not identified.